Manufacturer narrative:
Additional information: section d4 (serial number) has been updated from unk to (B)(6). Section h4 (device mfg date) has been updated based on returned product download. The reported reader (B)(6) was returned and investigated with retained strips. Observed reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. Connected the reader to computer and the masterm software was unable to recognize the reader. De-cased the reader and no issues were observed upon visual inspection. The voltage of the returned battery was measured. Placed returned reader into the reader pcba (printed circuit board of assembly) test fixture and applied pressure to the cpu (central processing unit). Observed the reader did not turn on. Replaced returned battery with retained battery and attempted to turn on reader, however, the reader did not turn on. Placed the reader with the known good battery into the reader pcba fixture and applied pressure to the cpu. Observed the reader turned on. The reader was sent for further investigation. A visual inspection was performed on the returned reader and no damage of misuse was observed. The reader does did not turn on with button, strip insertion, or usb cable insertion. The returned battery was replaced with a retained battery, however, the reader still did not turn on. Installed a retained battery and applied pressure to the cpu, and observed the reader turned on. Therefore, the issue is confirmed due to poor soldering of the mcp (microcontroller processor). An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history review) for the libre reader was reviewed and the DHR showed the reader passed all tests prior to release.

Event description:
Customer's son reported that his father was unable to test due to his adc freestyle libre 2 reader not powering on with button press or test strip insertion and would not charge. Customer felt dizzy and sleepy and had contact with healthcare provider who treated with unspecified injection and provided velmetia 50 mg and simva 20 mg tablets. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in section is based on the customer report of "approximately 1-1.5 months ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son reported that his father was unable to test due to his adc freestyle libre 2 reader not powering on with button press or test strip insertion and would not charge. Customer felt dizzy and sleepy and had contact with healthcare provider who treated with unspecified injection and provided velmetia 50 mg and simva 20 mg tablets. There was no report of death or permanent impairment associated with this event.